Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel heathcare representative that an mr290v humidification chamber was leaking from a small crack on the base of the dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 unit is currently on its way to fisher & paykel healthcare in (B)(4) for investigation. A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. A lot check revealed no similar complaints for lot number 131023. Results: a horizontal crack was found at the base of the dome between the hinge bracket and the chamber port. There was a gel-like substance near the crack and stress marks were observed. Conclusions: the hospital reported that as part of disinfection they use hand sanitizer. The residue around the crack is consistent with damage caused by the chamber coming into contact with a solution containing alcohol/ethanol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa".

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber was leaking from a small crack on the base of the dome. No patient consequence was reported.